Manufacturer narrative:
The insulin pump had cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were intermittently working. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.